Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found broken/loose connector pins on the cable assembly. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator recharger (insr) screen was blank and did not display when the desktop charger (dtc) was plugged into it. In addition, the insr would not turn on at all. It was also reported that the dtc was unable to charge the insr. It was noted that the insr may have had a depleted battery. Also, the patient indicated the dtc connector plugged into the insr with the white triangles plugged in correctly. The manufacturer representative reported that the patient's implantable neurostimulator (ins) battery was dead; that was when the patient tried to charge the ins and noticed the insr would not turn on. When the ins was checked on (B)(6) 2016, it was determined that the ins was discharged, not overdischarged. The patient stated stimulation was fine, but the ins battery was dead and unable to charge due to the insr issue. When the patient had received a replacement recharge antenna one to two weeks prior to (B)(6) 2016, the insr worked for about a day. The patient was able to charge the ins temporarily, and then the insr quit working. Additional information received from the consumer reported that the patient had accidentally sent back the replacement dtc and still had the old dtc. The replacement dtc was returned with no known complaint. There were no reported patient symptoms. The patient's indications for use included spinal pain.

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code applies to the desktop charger (dtc).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported he was able to replace the defective part and resumed normal recharging. He plugged into the wall, let it charge overnight, and resumed using it in the morning. It was working perfectly. He noted the whole process was solved in a timely and knowledged manner and he was appreciative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.